Event description:
A maude report ((B)(4)) was received stating: "prostar xl femoral artery access closure device failed to fully deploy one of the needles of 4 needles causing no harm to the patient. The device was inserted over the wire as usual and the wire was removed gently. The doctor was pulling the needles out with his hemostat when he noticed that only 3 out of 4 needles were visible. He backed the system far enough to rewire the device. He finished pulling the needles all the was out and cut the sutures so that it would be removed with the "twin" needle (3rd) thus giving us only on suture system in the prostar to work with. The remaining suture system worked and at the end of the case the sheath insertion site was successfully closed." No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps. This code is used to address the failure to perform the needle back-down technique. Per the instructions for use: if all four needles are not deployed, terminate deployment. Refer to the technique for needle back-down section of perform needle back-down procedure. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.